Event description:
It was reported while using bd venflon IV cannula 20g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident happened in wards, leakage from catheter.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. (B)(4). The photo and video was received by bd for evaluation. A quality engineer was able to review the photo from lot #2295429 regarding item #391592 with the reported issue of leakage. The investigating team has used the retention samples of item #391592 and lot #2295429 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually tested the samples for leakage and no leakage was found in the retention samples. Since no sample and one photograph and one video were shared, the complaint was investigated based on the photograph video and device history record review of lot number 2295429. The investigating team has reviewed the photograph and found that the first two photographs of venflon I 20ga and venflon I 20ga belong to bd bawal, but the last product of bd neoflon pro does not belong to bd bawal. The investigating team has reviewed the video shared and found that the video is of bd neoflon. Bd neoflon does not belong to bd bawal. The complaint cannot be confirmed as the original sample is not available. The investigation could not be conducted further as there is no sample or video to confirm the defect and identify or investigate the probable root cause. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.